Event description:
Customer reporter an inability to test blood glucose due to a missing calibration bar with their precision xtra meter and administered herself with extra dosage insulin. Customer reported experiencing symptoms of dizziness and was unconscious for 15 to 20 minutes. Customer was given orange juice to counteract her symptoms. Customer also reported calling her physician and was seen the day after. There was no report of diagnosis or third party medical intervention.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.